Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that lead migrated caudal one vertebral body. Patient describes no falls or accidents or anything he can think of that would have caused this. Impedance and connectivity normal. New x-ray today confirms lead migration. Reprogrammed system to appropriate dtm landmarks with the other lead that has not moved. Issue resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2025, UDI#: (B)(4). Medtro if information is provided in the future, a supplemental report will be issued.